Event description:
Customer called to report that while running a startup on the coulter ac.t diff analyzer, several drops of diluent were dripping from the probe area. The customer technical specialist (cts) suspected that the probe was not vacuuming properly due to build-up and assisted customer with troubleshooting the instrument. The cts was able to resolve the problem over the phone by guiding customer through the process of cleaning the probe wipe block. The cts also sent a replacement block as a proactive measure. After customer cleaned the block, there was no leak and the startup passed successfully. Customer stated that patient samples and results were not affected, and that no one was harmed by or exposed to the instrument leak.

Manufacturer narrative:
The root cause for the leak is attributed to a dirty probe wipe block, which impaired the vacuum of the waste fluid. Five days after this event, on (B)(4) 2011, customer experienced a recurrence (beckman coulter, inc. Report identifier (B)(4)) and requested on-site service. The probe was not leaking between the calls. A medical device report for the latter event was filed as medwatch #1061932-2011-02668. Note: the beckman coulter, inc. Identifier for this report is (B)(4).)